Event description:
It was reported that the door of a flo-gard infusion pump would not close. This was noted before use. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed and found a broken door latch. A review of the alarm log was performed and found an f-20 alarm, which will be captured and reported in (B)(4). The cause of the broken door latch was not determined. To correct the condition, the door latch was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.